Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. The results of the investigation will be the subject matter of the follow-up report.

Event description:
Our rep is reporting that this particular fms handpiece interface control unit is picking up signals from an "arthrocare generator" that is about 2-3 feet from the controller's optical coupler. Other fms hics do not appear to have this issue, but this one seems particularly sensitive. There were no patient consequences due to this anomaly.